Event description:
During a review of the pump's event history by baxter a colleague infusion pump was found to have experienced a failure code 808:02 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device utilizes user interface module master software version (B)(4) categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed in the event history but could not be duplicated. The reported condition is due to a faulty phm (pump head module). The device was returned to the customer unrepaired due to estimate refusal by customer. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?failure code 808:02.? (B)(4).